Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that following insertion the patient experienced abdominal pain, recurrent hernia and small bowel obstruction. It was reported that the patient underwent multiple surgical procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/7/2021.